Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted or explanted. Product investigation evaluation: the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One helical blade coupling screw (part 357.377, lot 5359623) was returned with the complaint that ¿the surgeon was performing surgery on the right femur. Upon insertion of helical blade with inserter, while he was hitting it with the mallet, a coupling screw broke off towards the head and fell on floor.¿ upon receipt of these devices, it was seen that the device is in two pieces - the knurled cap is detached from the shaft of the coupling screw, and there are hammer marks on the cap. This complaint is confirmed. The drawings for the helical blade coupling screw were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint condition is confirmed. The most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing surgery on the right femur. Upon insertion of helical blade with inserter, while he was hitting it with the mallet, a coupling screw broke off towards the head and fell on floor. The implant was not fully inserted at that time. The surgeon continued insertion of the blade, then got a conical extraction bolt from screw removal set and was able to unscrew the remaining portion of helical blade coupling screw. The inserter was removed and the surgery was finished with no harm to the patient and no surgical delay. This report is 1 of 2 for (B)(4).